Event description:
It was reported that the staff was getting a system error 1 and a frozen screen. As a result, the staff, changed to another intra-aortic balloon pump (iabp). There was no information given about the patient.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of system error 1 is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers of ac2's at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff was getting a system error 1 and a frozen screen. As a result, the staff, changed to another intra-aortic balloon pump (iabp). There was no information given about the patient.